Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. The tube was found kinked, two tubing from valve was found smashed. The reported problem was confirmed. The root cause of the reported issue was found to be that the internal tubes were routed incorrectly caused by manufacturing. The technician replaced all smashed and linked tubes. Quality specialist sme noted, further investigation determined that the piece of the tubing attached to the end of another tubing that connected to valve 1 on the main board was cut too short, leaving no slack in the tubing for flexibility. The kink was right above the barbed fitting after being tied down in the tubing bundle. It was trimmed to 1/2 inches instead of the 3/4 inches recommended by procedures. The device passed final functional test. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported there was an error of occlusion. No patient injury was reported.